Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected by another hcp with juvéderm® voluma® with lidocaine in the marionette lines and juvederm volite in the perioral rhytids, oral commissures, chin, and nasolabial lines. About 4 weeks later, patient described ¿sudden flare up of redness, irritation, and lumpiness lumps at the injection sites, which were around the marionette lines, oral commissures and chin. The patient also had a similar reaction occurring in the right lower eyelid/eye trough. The patient was treated with hyalase® with some initial, although incomplete, response. The lumps then rapidly regrew. Following a rapid regrowth of the lumps. The patient was treated with hyalase® again with no effect. Th patient also had 5 weeks of antibiotics and oral prednisone with no effect. The patient was then referred to the hcp for management. The largest of the lumps were in the right lower eyelid and in the left perioral area around the modiolus. Due to the recent rapid growth and the risk to the normal anatomical structures, the hcp undertook excision of the lesions. The subsequent histology report showed granuloma. Biopsy of ¿granuloma¿ from the left anterior cheek noted, ¿deposition of amorphous material associated with florid foreign body and granulomatous reaction [¿]. The appearances are in keeping with a reaction to an injected filler. There is no evidence of malignancy.¿ ¿granulomatous lesions probably subsequent to further injections unknown/substance/?silicone¿ was noted as clinical note. ¿foreign body and granulomatous reaction to injected filler¿ was also noted. The hcp added that ¿the time frame for the reaction first that of a delayed hypersensitivity reaction. The lack of resolution after appropriate use of hyalase® and aggressive growth in the face of antibiotics and oral steroid made surgical excision necessary.¿ the patient has recovered now. ¿it remains open as to the treatment of the residual lumps in the chin and the left oral commissure but these are quiescent for now.¿ the event is ongoing.